Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time.

Event description:
It has been reported that one bd insyte¿ autoguard¿ bc winged shielded IV catheter blood control technology has been found experiencing needle retraction failure after use. The following has been provided by the initial reporter: material no: 382644, batch no: unknown. It was reported that the needle failed to retract. Event description states: please file a complaint for item 382644 insyte autoguard bc winged 18 ga x 1.16 in needle. Our department received a complaint from our l&d department regarding the failure of this device. On (B)(6) 2019 while attempting to retract the IV needle the device failed. The clinician was unable to retract the needle. The event was recorded as a near miss indicating the patient was not harmed however we need the event reported. The failed device was not saved.